Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a system explant procedure on (B)(6) 2021 (related manufacturer reference number:1627487-2021-00430, 1627487-2021-00431, & 1627487-2021-00433), scar tissue impeded the complete removal of the l5 lead. As a result, the lead was cut and a portion of the lead remains implanted. Surgical intervention may be undertaken in the future to remove the remainder of the lead.